Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a dissection. There was a 7mm distance from the starting of the ruptured dissection to the posterior edge of the origin of the left subclavian artery. It was reported approximately 3 months post-index procedure, the patient presented with chest pain and membrane leakage from the stent graft was discovered. The stent graft was re-lined. It was noted that the endoleak improved after the intervention. A cta is planned to determine if a type ii endoleak may be present. No cause of the endoleak was provided. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported type IV endoleak could not be assessed on the pre-implant video provided; therefore, the cause of this event can not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy the availability of angiograms or post-operative CT¿s could have allowed for a thorough analysis of the stent grafts in vivo configuration and the reported endoleak, but these were not provided for review. Additional information received: it was confirmed it was a valiant captivia that was implanted during the intervention procedure. It was confirmed that the endoleak has resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received 13-nov-2025: the endoleak was identified as a type IV endoleak and did not fully resolve after the intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.